Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon functional testing, the fse found that the single-phase ups in m cabinet had failed and did not turn on. To resolve the issue, the fse bypassed ups and restored power. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.